Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing pain at the ipg site whether the stimulation is on or off and gets no pain relief as well. The patient also had to turn off the device as it was causing much discomfort with a shocking sensation. The patient underwent an explant procedure and the explanted ipg was not returned to bsn.